Event description:
Freestyle continues, always reads 50 80 point error glucose meter gives false reading makes you think false security the glucose reader is all over place, how can you allow this to sell it, or they have problem with manufactures, it's manufactured by abbott are they part of theramos maybe it looks like. Difference between continues meter at 64 and finger read 145. Several times the test same or random numbers did call abbott about this libre product they send me another free unit but it work the same unreliable. Look I purchase that cbm it cost good money, but it is like theramos product it not working properly it is not showing real blood sugar, I know about delay and no vitamin c use but this garbage is allover place. It can even be trusted at 50 units or more are always to highs or to low when checking with the finger prick, they send me 2 other units free but they are the same readings are all over the place, its should be fixed or out the market or warning use for entratement only, the reading you see might be not real and that is it. FDA safety report ID # (B)(4).